Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of a bard/davol perfix plug. Ni/ni/ni: the patient underwent additional surgical intervention. The attorney alleges patient experienced emotional distress due to the defective device.

Manufacturer narrative:
At this time no conclusions can be made. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 10 months post implant of perfix plug, patient was diagnosed with hernia recurrence, pain, mesh migration and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-sep-2013) is considered to be a best estimate. Update fields: a2, b3, b4, b5, b6, b7, d4 (product catalog no., corporate lot no., UDI no., expiry date), d6.b (date of explant), g1, g6, h2, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of a bard/davol perfix plug. Ni/ni/ni: the patient underwent additional surgical intervention. The attorney alleges patient experienced emotional distress due to the defective device. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with ventral hernia hereby underwent repair with the implant of perfix plug. (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia with meshoma thereby underwent repair with explant. Attorney alleged that the patient had hernia recurrence, mesh migration, meshoma, mesh shrinkage, pain and suffering. It was also alleged that patient had continuous to experience extreme and constant pain.